Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue placement procedure performed on (B)(6), 2022. During the procedure, the spaceoar vue device was implanted as per protocol. The procedure was completed successfully. The patient has developed an abscess in the area and required the administration of intravenous (IV) antibiotics. The patient was admitted to the hospital and required a suprapubic drainage of the bladder. The patient's condition at the conclusion of the procedure was reported to be stable.